Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150ml eva bag leaked. This occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.evaluation summary: the sample was not returned; therefore, a device analysis cannot be completed and a cause could not be determined.